Event description:
It was reported that the metriq pump enter key was not functional. During a procedure a metriq pump, hospital owned was selected for use. After the pump was started the "enter" key could not be pressed. The pump was started up and connected again, but the same issue occurred. After pressing the key about 50 times it was miraculously able to enter. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was further reported that the high flow minus button did not respond during an attempted field repair. Upon receipt at our post market quality assurance laboratory the metriq pump underwent visual inspection and functional testing. It was confirmed that while conducting the cis metriq functional test the enter button did not work as intended. Troubleshooting was done by replacing the keypad assembly with a gold unit keypad. The metriq pump completed and passed functional testing, and the keypad assembly will be replaced. Additionally, a visual inspection of the metriq pump showed that the door assembly did not close smoothly as intended and will be replaced. Laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
Correction: impact code updeted from f26: no health consequences or impact to f1001: absence for treatment. It was further reported that the high flow minus button did not respond during an attempted field repair. The pump will be returned for repair.

Event description:
It was reported that the metriq pump enter key was not functional. During a procedure a metriq pump, hospital owned was selected for use. After the pump was started the "enter" key could not be pressed. The pump was started up and connected again, but the same issue occurred. After pressing the key about 50 times it was miraculously able to enter. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the metriq pump enter key was not functional. During a procedure a metriq pump, hospital owned was selected for use. After the pump was started the "enter" key could not be pressed. The pump was started up and connected again, but the same issue occurred. After pressing the key about 50 times it was miraculously able to enter. The procedure was cancelled. No patient complications were reported.